Manufacturer narrative:
Follow-up #1 date of submission 01/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no errors, alarms, or warnings related to the complaint. During testing, the pump successfully completed the ez prime steps. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.